Event description:
The pump was returned for investigation. Investigation revealed that the contrast and up arrow buttons were intermittently unresponsive and there was contamination under the contrast, up and down contacts. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was intact. Evaluation revealed that the contrast and up buttons were intermittently unresponsive. Investigation revealed that there was contamination found under the contrast, up and down contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.